Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus (B)(4). (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the device. The testing result cleared the (B)(6) guideline. Olympus surgical technologies europe (oste) reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, stenotrophomonas maltophilia were detected from the sample collected from the device. Other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.